Event description:
It was reported that the patient experienced hyperglycemia in use of 3-4 hours on 06 mar 2026 by unknown reason and was treated with pen /changed cannula.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). Name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.